Event description:
It was reported via repair work order that the head left siderail was stuck in mid-height due to a worn siderail assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.